Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek inrange meter compared to the laboratory result. The meter serial number was not provided. The result from the meter was 2.2 inr and the result from the laboratory was 3.0 inr. The samples were collected at the same time. The laboratory method was cp3000 (sekisui) and the reagent was coagpia pt-n. There was no allegation of an adverse event.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken.